Event description:
It was reported that during an abdominal hysterectomy procedure, the device didn't function anymore and the error code 5 appeared. Surgeon used another like device. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the ace23p device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.